Event description:
It was reported that the device is heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, overheating, was confirmed. Through testing the service technician observed that the unit heats up. The tech found that the armature and bearings were worn and corroded. Based on the risk documentation and cases with a similar reported event, an armature or bearing failure can cause or contribute to heat. Device was repaired and returned to the customer after passing the final inspection.